Manufacturer narrative:
Correction # 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt stopped receiving effective stimulation due to the inability of her charging system and pt programmer to communicate with her scs ipg. F/u identified the scs ipg was replaced with resolved the issue.